Event description:
It was reported that the guide wire became kinked during insertion. After placing the intra-aortic balloon, the user was unable to remove the guide wire. The intra-aortic balloon and guide wire were removed together. The intra-aortic ballon was replaced without any complications.